Manufacturer narrative:
(B)(4).

Event description:
A powercross pta balloon was used to dilate a lesion in the sfa (superficial femoral artery). It was reported that the balloon burst at 6 atm in the mid sfa. The balloon was successfully removed. The lesion was successfully stented to finish the procedure. No injury to patient reported. The device was received for evaluation on 25 november, 2015. Upon investigation, a pinhole leak was noted in the distal end of the balloon chamber. The customer experience was confirmed; a pinhole leak was found in the balloon chamber.